Event description:
It was reported that the patient was receiving prostin via a PICC line using a syringe pump module (channel c) when a discrepancy in infusion volume was noted. After resetting the ¿volume infused¿ to track hourly delivery, the rn observed 0.05ml infused at ~0920 before going on a break. Upon return at 1000, the volume infused display was blank despite the pump indicating the infusion was ongoing, preventing confirmation of delivered medication. At ~1030, the display reappeared but showed 0ml infused, leaving the amount administered during that period unknown. The pump functioned normally again after 1100 but was replaced due to safety concerns. There was patient involvement, but no harm. Biomed received the pcu and later identified the associated syringe pump module, though no syringe or tubing was available for evaluation. The issue could not be replicated, and investigation is ongoing.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.